Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the main s5 roller pump stopped and displayed an error message during a procedure when the user exchanged to pulsatile flow blood transmission after aortic occlusion and cardiac arrest. The user tried hand cranking but was unsuccessful. The aortic occlusion was reduced and the unit was powered off and back on, at which point it began working normally. The procedure was completed without further issue. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. A serial readout was performed and sent to sorin group (B)(4) for analysis, which confirmed that the unit displayed an over-occlusion error code. The customer has stated that the pump was not over-occluded. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the main s5 roller pump stopped and displayed an error message during a procedure when the user exchanged to pulsatile flow blood transmission after aortic occlusion and cardiac arrest. The user tried handcranking but was unsuccessful. The aortic occlusion was reduced and the unit was powered off and back on, at which point it began working normally. The procedure was completed without further issue. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). The complained device was returned to sorin group (B)(4) for investigation. Visual inspection of the returned device did not identify any abnormalities or defects. Functional testing at various occlusions was unable to reproduce the reported issue. The pump was run for 2 hours at different speeds and configurations and no deviations were detected. An returned readout was performed and an over-occlusion was identified on the event date, which could have led to the reported issue. However, the customer stated that the device was not over-occluded. A technical safety inspection was successfully performed and the s5 roller pump was returned to the customer. As the issue could not be reproduced, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.